Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. The experiment was done with the protecta vr cied, and the patient referenced has the sensia cied. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿potential effects of low-dose average CT on cardiac implantable electronic devices.¿ doi:10.1007/s12350-018-1186-y. J nucl cardiol 2019;26:1161¿5. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic devices (cied). The author was prompted to conduct an experiment on cieds and computerized tomography (CT) scans. There was information observed with a patient, with a cied, who presented for a CT scan for the treatment planning (due to thyroid cancer). Two weeks after the scan, it was discovered there was oversensing/noise seen, causing ¿reversion pacing¿ [inhibition of pacing]. This corresponded to the duration of the CT scan. There were no adverse events noted with this patient. The experiment was conducted ex vivo, with cieds and CT scans. Oversensing was also seen during this experiment. The author concluded that patients with cieds and having CT scans, should have their ¿cied device checked for over-sensing after a high-dose rate CT scan.¿ the status of the cied is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This new information is based on the subsequent follow up information obtained from the author. All information provided is included in this report.

Event description:
Additional information was obtained through follow up with the author who provided some additional details; such as the device model number and patient demographics. The device is not available for evaluation and no further information was provided.